Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during a manual prime process. The blood glucose reading was 409 mg/dl. The customer stated that he was attempting to give himself a bolus for the high blood glucose when the alarm occurred. Upon troubleshooting, the insulin pump did not alarm during a manual prime and the device was deemed to be working as designed. The customer was assisted with successfully completing a manual bolus. Nothing further reported.